Manufacturer narrative:
Batch review performed on (B)(6) 2020 lot 1550898: 25 items manufactured and released on (B)(6) 2015. No anomalies found related to the problem to date, no other similar events have been reported. Clinical evaluation intraoperative femoral perforation in an elderly lady (88 years old). This event is likely due to a technical error but bone quality and morphology may also contribute. There is no reason to suspect a faulty device.

Event description:
After the femoral rasping and after that the surgeon was using the trial neck, a femur bone fracture was discovered. The surgeon, re-performed the rasping and completed the surgery successfully. No particular treatment has been performed as cerclage or the use of a cemented stem.